Event description:
A customer reported that the touchscreen of their device was scratched, leading to responsiveness issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting. No additional information was received regarding the outcome of the event.